Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2018 by medical affairs director: 4.5 years after primary cementless tha the hip is revised because the femoral stem is loose. The acetabular cup may be a little too vertical. The one radiograph provided shows a possible osteolytic region in gruen zone 2 and radiolucency in zone 1. The possibility of stem undersizing cannot be evaluated with one projection only and having no postoperative xrays. The cause for this loosening cannot be determined with certainty. Batch review performed on (B)(6) 2018. Lot 124045: 60 items manufactured and released on (B)(6) 2012 . Expiration date: 2017-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
Revision due to amistemh loosening 4 years and 7 months after primary.